Manufacturer narrative:
G3 initial awareness date was 6/1/2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number: mw24752287 on 1jun26. The current complaint database has been researched for this event and there were no findings. The report was found to be written against an unknown catalog number, defib pad, device. The date of the procedure was on (B)(6) 2026. The report states, ¿pt prepped for cardioversion in usual manner (including proper chest shaving) cardioversion pads placed appropriately in anterior-posterior fashion. 1st shock at 200j heard loud "popping" noise at moment of defibrillation and burning odor noted (a smell the same as cautery in an operating room, not the smell of burning hair, metal or plastic) this first shock did not convert. Md performed 2nd shock at 300j, and no popping noise occurred, odor remained for approx. 10 minutes. Pt was successfully cardioverted. Upon removal of pads, the anterior pad was noted to have greyish markings on the spot where contact was made that left a red and yellow burn at the top border of the patient's chest.¿ no further assessment can be made by conmed as the reporter has remained anonymous. Based on the coding used, the report identifies this as a first-degree burn. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.